Event description:
The customer reported that the device was delivering demand mode pacing when they didn't expect it to during simulation testing. There was no pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.